Event description:
This customer reported that the device was alternating between pads and lead ii.

Manufacturer narrative:
(B)(4): this customer reported that the device was alternating between pads and lead ii. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.